Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella rp flex pump was inadvertently pulled back during patient support. It was noted that the suture hub had broken off the repositioning sheath but was still sutured intact to the neck. The patient passed away later that day. It is unknown if the complication contributed to the patient's passing.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. It was noted in the complaint description that the suture pad was broken off the repo at the same time the impella rp flex was found to be dislodged into the ivc, indicating force was likely a factor. Other details surrounding wat was happening at the time of the dislodgment are unknown. The root cause of positioning issue was unable to be determined as limited clinical details were provided e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26560 it is unknown if the initial reporter also sent the report to the food and drug administration.